Event description:
A us distributor reported that a patients electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (non-functional ecgs) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to a defective u401 component on the distribution node pca. The root cause for the defective u401 could not be positively identified. No adverse event resulted from the damaged belt.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (non-functional ecgs) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to a defective u401 component on the distribution node pca. The root cause for the defective u401 could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patients electrode belt had non-functional ecgs.